Event description:
It was reported the patient's amplitude was auto-reducing on all contacts. Lead diagnostics showed invalid impedances on all contacts. Follow-up information identified the fractured lead was replaced with a new one and the patient had stimulation in the targeted area.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.